Manufacturer narrative:
The reported ventilator failure could be comprehended by means of the electronic device log file. On the date of the reported event (B)(6) 2017 an encoder check error was detected twice and an autonomous shutdown was forced. The motor assembly was returned to the manufacturer for further investigation and was assembled in a specific test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. This is a result of wear and tear. With the logged number of 14612 operation hours for the motor it has reached 112% of the estimated working hours of 10 years by an assumption of 5hrs/day, 5 days/week and 52 weeks/year. The failure rate regarding this kind of wear and tear effect is within the accepted range. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation and monitoring are not affected.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case the machine displayed a ventilator failure alarm and the ventilator stopped. No patient injury reported.